Event description:
Surgeon reported that pt that she had implanted slings have had a mesh erosion. This erosion have occurred at 4 months post op. The location of the erosion is off to the side. She utilized the trnasobturator technique to place the implant.